Manufacturer narrative:
A ge service rep performed an onsite investigation. The surge suppressor board was replaced. The input power to the transformer was checked and the transformer's primary tapping setting was changed to match the input power. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system would not boot up. No pt injury was reported.